Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was completed in order to investigate this issue. Review of ticket trending data did not identify an increase in complaint activity related to the complaint issue. Returns were not available. A lot search was not completed as the likely cause lot is unknown. Since the lot number was unknown, accuracy testing of a representative lot (36932un14) was reviewed to demonstrate acceptable assay performance. An internal troponin-I panel was tested with retained kits of reagent lot 36932un14. Acceptance criteria was met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the assay performs per specification. There is not enough information to reasonably suggest a malfunction since the issue is for two discreet samples and the information contained in the complaint text suggests a possible sample integrity issue. The assay package insert provides examples of situations that may cause erroneous results.

Event description:
The customer stated that one patient sample generated discrepant results for the architect troponin assay. The patient sample generated the following results: 0.0 (negative), 178 (positive), 31.3 (positive) and 32.3 (positive). Unit of measure was not provided. No impact to patient management was reported.